Manufacturer narrative:
An event of fabric present on the amulet device was confirmed. The investigation found a white thread on the lobe of the amulet and the loader was observed to be kinked. No other anomalies were noted. The thread appeared to be consistent with the ptfe inner lining of the delivery sheath. The retraction of an amulet into the sheath (during removal of the occluder from the patient) is a known cause of delivery system damage. The material noted on the lobe of the amulet is consistent with damage occurring to the sheath when the device is fully recaptured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "warning: if the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." H6 health effect - clinical code: code 4440 removed. H6 health effect - impact code: code 4614 removed. H6 medical device problem code: code 4001 removed.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the activated clotting levels was 278s and (B)(4) units of heparin was administrated and later in the procedure (B)(4) more units given. During deployment it was determined that the device was too large and the physician decided to downsize the device. The device was removed from the patient prior to release from the delivery cable and there was no additional product experience other than the mis-sizing. A new 28mm amplatzer amulet left atrial appendage occluder was chosen and used to implant the same delivery system. During deployment, in the initial ball position in the 90degree view, there was a thrombus noted on the ball of the device. The physician removed the device without deploying it in the patient. Once on the back table, there was what looked like fabric attached to the outer portion of the lobe of the 28mm amulet device. The procedure was aborted. No device was implanted. The patient was reported stable.